Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. The motor was tested outside the insulin pump and passed.

Event description:
The customer reported via phone call that the reservoir got unscrewed from the tubing and is now stuck in the pump. The customer¿s blood glucose was 388 mg/dl. The device will be returned for the analysis.